Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 1 diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The patient reported stinging, and had no visual complaints. The topical steroid drops were increased. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Attempts to obtain additional information were made. No new information has been received. (B)(4).